Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to a pocket erosion. Reportedly, the ICD was sticking up, and the patient feels that the device is large and the wires hurt by morning. There was no additional adverse patient effects were reported. This ICD remains in service.